Event description:
It was reported that the patient was experiencing sleep apnea and the patient's grandmother feels that the vns is contributing to the issue. The physician feels that the patient is doing okay with vns and had sleep apnea before vns was implanted. It cannot be determined to date if the vns is exacerbating the patient's sleep apnea. Attempts for further information have been unsuccessful to date.